Event description:
It was reported that during an operation on (B)(6) 2015, the outer package of the lead was opened. The guide wire and catheter passer were exposed outside of the inner package of the lead kit. A different lead kit was opened and used to complete the procedure.

Event description:
It was additionally reported that the tunneling tool came out from between the plastic tray and tyvek sheet. This was a packaging problem.

Manufacturer narrative:
Device analysis for lead v920893034 revealed the packaging had improper seal between tyvek lid and tray.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.